Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
Procedure: l1 fracture. Surgeon was torquing off si set screw and was unable to torque. Used same like product. Second x25 torque driver distal tip was also stripped and both need to be replaced. The consignment side by side connector is missing a screw and will need to be replaced. 5 minute delay to procedure. No ae to patient. 'Product discarded' has been selected for product status in this instance as there is no appropriate status available to represent the following local process: instrument will be sent to local engineering for assessment of wear and tear. If 'wear and tear' is assigned, a copy of the local assessment will be provided to the manufacturer for their record and case closure. In the case wear and tear cannot be assigned by the engineer, the product will be returned to the manufacturer as a 'product complaint' for investigation.